Event description:
A customer reported that the fluid air exchange did not work during a vitrectomy surgery. The product was exchanged and the surgery was completed without peroperative impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).